Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Upon visual inspection, observed cracked front enclosure, which is unrelated to the reported complaint. The probable root cause for the front enclosure damage could be due to normal wear and tear or could be due to user mishandling. The front enclosure needs to be replaced to address the physical damage. In addition, unrelated to the reported complaint, a cut patient head restraint wire was observed. This type of physical damage is likely due to mishandling, the patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The top cover was replaced to address the damaged restraint wire issue. Also, unrelated to the reported complaint, during visual inspection noticed a sticky clutch. The clutch plate was deburred to address the sticky clutch problem. The cause for the observed sticky clutch problem was due to normal wear and tear. The autopulse platform was manufactured in february 2008 and is more than 12 years old, beyond the expected service life of 5 years. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The archive data review showed the occurrence of the user advisory (ua) 45 error message on the reported complaint date. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical records were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user pulled up the lifeband, but was unable to clear the error message. No patient involvement.